Event description:
Reporter stated she was "getting different error messages" but wasn't sure if she ever received the er1 message. Reporter admitted she applied the blood on the wrong side of the test strip and that may have caused an er1 message. Reporter also may have been using expired test strips as label had been removed.